Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited noise over-sensing and low out of range impedance. No intervention and no additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5164676.